Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported endophthalmitis in an eye following an intraocular lens (iol) implant procedure. Additional information was received indicating that the patient experienced blurred vision. Mydriasis was attempted but failed. Fibrins were detected and then hypopyon occurred. The patient¿s condition resolved as fibrins disappeared. The lens remains implanted.